Event description:
It was reported that a minimum fill notification occurred when customer attempted to load cartridge, and issue persisted despite sufficient insulin in cartridge and attempts to reload same and new cartridges. There was no adverse impact to the customer's blood glucose level. Customer cleaned pump area, tried multiple loading attempts without success, temporarily used multiple daily injections as backup therapy, and was scheduled for follow-up and escalated troubleshooting with clinical support, but final outcome of troubleshooting was not yet known.